Manufacturer narrative:
(B)(4). Date sent: 5/16/2016. Additional information: model and lot #, device available for evaluation?; date received by MFR; if follow-up, what type?, evaluation info. Batch # (B)(4). Corrected data: expiration date: 01/24/2019. Manufacture date: 02/24/2014. The analysis results found that the pph03 device arrived with the anvil shroud damaged. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/20/2016. Additional information was requested and the following was obtained: the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Who fired the device and what is his/her experience? Experienced user, using the device in hemorrhoids for more than 3 years. What grade of hemorrhoids did the person have? Were they circumferential or only in certain columns? Third grade, circumferential. Was the device difficult to close? No. Where in gap setting was indicator when firing the device? Gap setting mark is in shortest green scale. How long did the surgeon wait prior to firing the device? Thirty to forty-five seconds. Was the device difficult to fire? No. Did the surgeon achieve the expected audible and tactile feedback? Yes, both audible and tactile feedback felt ok. Did the surgeon confirm that the washer was cut into two separate pieces? Yes, looked for confirmation but that did not happened. Seems that washer did not cut properly. What is meant by device did not fire ¿about two thirds and the remaining one third of staples didn¿t close properly¿? Only 1/3 circumferential staples were formed, remaining 2/3 circumferential staples remained partially and completely open. What is the current patient status? Now patient is ok.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hemorrhoidectomy procedure, the device didn't fire about two thirds, remaining one third of staples didn't close properly leading to free bleeding edges. The patients hb pre-op 13 gm/dl dropped to 10.2 gm/dl, needed extra two days of in-patient care instead of day care discharge. Need to suture entire circular bleeding edges with interrupted suture to control and stop bleeding.